Manufacturer narrative:
Investigation result: a mz1000 product was not available for investigation of pr (B)(6); the lot number was not available. The feedback provided by the customer states that, "after attaching a single maxzero to a port huber needle and dosing at night from a sureheuser pump, the medication still hadn't drained by the next morning". Further information from the customer indicates that complete occlusion occurred during administration of heparinized saline solution. The connecting product used was a cardinal health midline catheter. No visible defects or physical damage were observed on the device, and there was no patient impact reported. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from japanese to english: I attached a maxzero single item to the huber needle on the port and administered it from the surehuser pump overnight, but the medication hadn't dropped by the next morning. The medication doesn't pass through the maxzero. Additional information received from the customer: please confirm if there is any patient impact or harm caused to the patient due to the incident? No. Please confirm what medication was being administered during the event? Heparinized saline solution. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? Unknown. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? None. Please confirm if the connecting product has a luer slip or luer lock connection? Unknown. Please confirm whether the flow was completely or partially blocked? Completely blocked. Please confirm the lot number of the affected product? Unknown. If possible, please send the connecting product/s to assist our investigation? It's a cardinal health midline catheter, but it cannot be sent.